Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. Depuy cement was used. Update rec¿d (B)(4) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision the patient's tibial component was found to be subsided. At this time the patient's tibial component and cement is being reported. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The received medical records were reviewed by a depuy medical professional. The medical records were the knee & osteoarthritis outcome score v1.0 forms use pre-op and post-op. There was no further information provided to change or update the medical record review and outcome from previous review. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search on the provided smartset mv 40g - eo (product code 3122040, lot number 3622209) and the smartset gmv 40g us eo (product code 545050501, lot number 3612512) found additional reports and DHR reviews were conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the smartset mv 40g - eo (product code 3122040, lot number 3622209) and the smartset gmv 40g us eo (product code 545050501, lot number 3612512). A complaint database search finds no other reported incidents against the attune fb tib base sz 5 cem (product code 150600005, lot number 5814798). Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The received medical records were reviewed by a depuy medical professional. With the information provided, it cannot be determined that the product contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.